Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "inadequate fixation at the time of surgery can increase the risk of loosening and migration of the device or tissue supported by the device." The device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that the patient underwent an initial acl procedure on (B)(6) 2015. During the procedure, the implant was implemented in the femur bone canal. During a control check, it was noted that the implant was unhooked and was located in the knee joint. After cutting the loop, the implant was retrieved. Another anchor was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation could not confirm the complaint. As returned, no apparent damage was observed to the anchor.